Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported ms x2 loudspeaker no longer emits any sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.